Event description:
It was reported during an ablation procedure blood was noted leaking from the hemostasis valve of a swartz braided transseptal introducer. Following insertion of the introducer and dilator into the pt blood was noted leaking from the hemostasis valve. The introducer was exchanged and the procedure was completed without consequence to the pt.

Manufacturer narrative:
The device is in the process of being analyzed. When our investigation has been completed a follow-up report will be submitted.